Event description:
It was reported that device diagnostics resulted in high impedance. X-rays were taken and sent to manufacturer for review. Review of the x-rays identified that the lead pin was fully inserted into the generator header. There was no obvious discontinuity identified in the lead portion that was visible in the x-rays. Part of the lead appeared to be behind the generator and could not be assessed. A micro-fracture could not be ruled out. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. No known surgical interventions have been performed to date. No additional relevant information has been received to date.